Manufacturer narrative:
Investigation findings: the customer sent in screenshots of a text conversation with the patient. Patient states after opening step 5 and wearing it her lips, tongue, and inside of her mouth swelled up. Patient went to urgent care where she was given an epipen and other medications for the reaction. A review of batch 253799 was performed where it was confirmed there were no similar complaints, thus the event was isolated to this case. Clinical evaluation: an allergic reaction can be a moderate medical risk to the patient. Regulatory evaluation: this event occurred at the start of treatment step 5; the account did not indicate if the patient exhibited any signs of allergic reaction during steps 1 to 4. While the complaint implies an allergic reaction, it is not certain that it is associated with the device. Because the event did not occur until step 5, it is not an acute reaction that would require medical intervention to avoid permanent harm or death. The patient did seek medical treatment and was prescribed an epipen. It is not clear whether the epipen or some other intervention was at the time the patient sought treatment. Because it appears that medical intervention was performed in this event, this event meets the criteria for adverse event reporting.

Event description:
The patient's lips, tongue, and mouth swelled up.